Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed from the drawing provided by the customer, showing how the nurse set up the primary and secondary infusion during the reported event. In the drawing, the secondary set is attached to the primary set below the pump module. In this configuration, there is nothing to regulate the flow from the secondary container and this will result in the bag emptying rapidly when the secondary set roller clamp is opened. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the overinfusion was user error (incorrect secondary infusion configuration).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported two instances of an over infusion of a secondary medication by the same user. This is the report for the second event where the secondary medication, venofer (300 mg/115 ml) was to infuse over 45 minutes. After the initial 30 minutes, the user observed that the volume in the bag did not match the volume infused on the device screen. The primary infusion solution was normal saline. The user obtained new devices to complete the infusion with the event tubing, and the event devices were sequestered and picked up by biomed for testing. Biomed sent a drawing of the administration set configuration the nurse used which showed the secondary tubing attached below the pump module. Hospital biomed tested the devices and did not find any infusion delivery issues when the secondary set was attached to the primary set above the pump module, and the devices failed testing as the user reported when attached below the pump module. There was no patient harm as a result of the event.